Event description:
It was reported that a cat underwent an ovariohysterectomy on (B)(6) 2014 and suture was used. On (B)(6) 2014, it was noted that the suture was in pieces.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.